Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire, bending angle in the up direction did not meet the standard value, there was corrosion around elevator arm, the universal cord had coating peeling, the adhesive around objective lens had a chip, adhesive around the light guide lens had a crack, the air/water cylinder had no color, the suction cylinder had no color, the grip had a scratch, the switch box had a scratch, the right/left knob had a scratch, and the up/down knob had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope distal end can no longer be angled. The issue was observed during reprocessing, and there were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the forceps elevator, the adhesive on the bending section cover rubber, and the connecting tube had foreign objects/material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.